Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose (bg) dropped to 21 mg/dl. The parent arrived into the room with the patient thrashing about and being incoherent. An ambulance was called and they arrived to treat the patient. For treatment, the patient was given a intravenous (IV) of dextrose. The patient was transported to the hospital, where the patient was in the emergency room for only a few hours and then discharged.